Event description:
The customer reported a small pool of liquid while troubleshooting a coulter lh 780 hematology analyzer for intermittent differential sample pressure errors. The leak was not contained within the instrument. The instrument operator was wearing gloves, goggles, and a lab coat when the leak was found. There were no reports of biohazard exposure to the leak. Patient results were not affected and there was no impact to patient treatment in connection with the leak.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument. The fse determined the liquid found was due to a spill from the secondary probe wash; the area was cleaned and there were no further leaks. To address the differential sample pressure errors, the fse replaced red tubing to the top of differential mix chamber and differential sample pressure regulator. Alignment was performed. The customer later reported intermittent differential sample pressure errors again. The fse returned and replaced actuators on vl89, 41, 45, 51, and 54 as well as the performance verification test printed circuit board. There were no further reports of errors. (B)(4).